Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No specific symptoms were reported but it was stated that the patient almost went into a coma. No loss of consciousness was reported but from the description it is likely that the patient was pre-syncope and needed third party assistance for treatment. The patient was treated by the spouse with a ¿gluco shot¿ (most likely glucagon) and insulin. When a fingerstick was taken the cgm was reading 139 mg/dl and the blood glucose reading was 41 mg/dl. There is no information on when the insulin was given but most likely this would have been given after the glucagon, the stabilize the blood sugar levels. There are no details on the current condition of the patient, but it was not reported that the patient needed to be brought to the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.